Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer contacted baxter's technical service center for assistance on the homechoice unit. The home patient was questioning solution leaking from the patient line cap either during priming or at the end of the therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for an overprime (fluid leaking from the tip of the patient line) during patient use was not confirmed due to a lack of sample. The root cause was undetermined. A batch review was not performed since lot number information was not available. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.